Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Nurse reported via phone call battery out limit alarm and high blood glucose levels. Customer's blood glucose level was 380 mg/dl. Nurse advised customer had several displayable history crc check failure alarms, unexpected restart alarms and external ram crc error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with error alarm found in alarm history screen due to corrupted history file. However, the insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump passed displacement test, self test and a21 test. No unexpected error alarms noted during our testing. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.